Manufacturer narrative:
(B)(4). Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2011 and topical skin adhesive was used. The patient presented with itching, rash, and what appears to be a fungal infection within five days of the surgery. The patient was treated with antibiotics. Additional information was requested.